Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the lead was explanted and replaced, addressing the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective therapy and is also unable to enter MRI mode. Lead diagnostics indicated high impedances on the si lead. X-ray confirmed the s1 lead migrated. As a result, surgical intervention may be pending to address the issue.